Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pulsatility index (pi) values ranging from 2.5 to 10.4. The patient reported a fall on (B)(6) 2023. The patient did not lose consciousness. The patient felt lightheaded after an alarm and missed their chair. It was very warm outside, and the patient was encouraged to increase their water intake. Since the patient's fall on (B)(6) 2023 their driveline drainage has increased and was green in color that progressed to dark brown. The patient's blood pressure on (B)(6) 2023 was 90/0. The patient was back in cardiac rehabilitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A culture taken was positive for pseudomonas. The patient underwent an incision and drainage for their infection and received intravenous antibiotics. The patient was also noted to have hypotension. The patient opted to discharge home from the hospital via ambulance with hospice services. The patient had low flow alarms during the ride home and passed away shortly after arriving home on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of a fall, hypotension, and failure to thrive could not be conclusively established. Furthermore, the reported low flow alarms could not be confirmed as log files from the time of the event were not provided. Although a specific cause could not be determined, the account indicated that the alarms started shortly before the patient expired. It was noted that the device will not be returned for evaluation. The controller event log file contained events from (B)(6) 2023, per the timestamps. The controller periodic log file contained data from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the hm 3 lvas patient handbook (rev. D) are currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection (driveline, localized, and pump pocket or pseudo pocket), and death that may be associated with the use of the hm 3 lvas. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypovolemia. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 1 provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). This section states that pump power is a direct measurement of pump motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. If pi events are detected, the device speed drops down to the ¿low speed limit¿ and then ramps back up. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.